Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/13/2015 with the following findings: "cs054¿ alarms observed in b/box. Returned battery/cartridge caps were used during investigation. ¿ez-prime¿ steps were performed correctly- no eaw occurred during the investigation- unable to duplicate. Opened pump- moisture observed on force sensor and on tranceiver board. A dim display with the lettering having a red hue.